Event description:
A healthcare professional reported with a description of the delivery system spat the lens out onto the patient's face and continued to advance by itself. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., h.11. The product was returned for analysis and the reported complaint could not be confirmed. The device was received in a blister tray inside the product carton. The plunger is fully advanced outside the tip of the nozzle. The iol was received outside of the device in the blister tray. The lever is moving freely. The device is taken apart for further testing. No damage was observed to the internal parts of the device, the device was reactivated and the plunger advanced with no issues. No root cause identified. No damage was observed to the internal parts of the device, the device was reactivated and the plunger advanced with no issues. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).